Event description:
An advocate called for assistance with the contour next link meter. During the call, control test results of 125 and 135 mg/dl were not automatically marked in the meter as control tests, which will be displayed as blood results when accessing the meter's memory. No adverse event was alleged. The advocate event was alleged. The advocate returned the control solution for eval. New meter, strips and control were sent to the customer.

Manufacturer narrative:
See remedial action and correction/removal reporting number. This information was not provided in the initial report.